Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device's usb (universal serial bus) plate shows cracks around the screws. The device use during this event was unknown, however no patient or user harm were reported.